Event description:
It was reported that there was concern that this pacemaker's battery had depleted prematurely. The device had less than three months of remaining longevity despite the patient being paced less than 1% in both the atrium and ventricle. The device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there was concern that this pacemaker's battery had depleted prematurely. The device had less than three months of remaining longevity despite the patient being paced less than 1% in both the atrium and ventricle. The device was replaced. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.